Manufacturer narrative:
The reported event of undersensing was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During follow-up, undersensing was observed on the right atrial (ra) lead. The event was resolved by explanting and replacing the ra lead with a leadless pacemaker. The patient was in stable condition.